Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had power up failure code 14. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name : (B)(6).

Event description:
It was reported by the customer that prior to use the cardiosave intra aortic balloon pump (iabp) had a power up test fails code #14. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site email), e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit confirmed the reported failure. The fse replaced the scroll compressor and mufflers, muffler<100 micron (0103-00-0499). Also replaced expired 9 volt battery for critical alarm board.